Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 ICD, implanted: (B)(6) 2017; product ID: 5071-35 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to wound/incision dehiscence. No further patient complications have been reported as a result of this event.